Event description:
In 2/02, the apheresis center was contacted to obtain information relating to an alleged donor reaction that occurred in 2002. Communication with the customer revealed that the doner experienced nausea, tingling and hives during an amicus apheresis donation. The operator was reported to have paused the procedure while keeping the venipuncture line open with a saline drip. The operator restarted the procedure, again the donor experienced nausea with hives aroung the ears, chest and back. The operator discontinued the procedure and reinfused the donor. A viable platelet product was retreived from the donor. The physician at the center gave the donor benadryl, 50 mg. The donor left the apheresis facility in good condition. A follow-up call to the donor later that afternoon indicates the they were doing fine. The donor has been deferred from future apheresis donations.